Event description:
It was reported that (1) tsw45 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the tsw45 cut but did not staple all the way. It is unknown how the case was completed. There was no consequence to pt.